Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the leadless implantable pulse generator (ipg) exhibited intermittent pacing failure and thresholds that were increasing and decreasing. The device was reprogrammed, and the physician chose to monitor the issue. The ipg remains in use. No patient complications have been reported as a result of this event.